Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not recognize belt connection) was confirmed. As received, the belt failed to communicate with a test monitor. Upon evaluation, there was an open connection between pins 9 and 10 on the trunk cable connector. The cause of the inability to recognize the belt connection is the open connection in the connector. The root cause of the open connection could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device would not recognize the electrode belt connection.